Manufacturer narrative:
The device remained implanted and the patient remained ongoing on vad support until expiring on 20oct2017 (reference medwatch MFR report # 2916596-2017-02803 for the patient outcome). The device was not explanted at the time of the patient''s death. A correlation between the device and the reported signs and symptoms of thrombus on 31aug2017 could not be conclusively established through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had signs and symptoms of thrombus on (B)(6) 2017. The patient was medically managed. No additional information was provided.